Manufacturer narrative:
Tray was returned. The sterile barrier of the package was damaged during use. The analyst noted the tray was partially opened. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was questionable sterility with the seal on the edge of the lead packaging. The lead was not used and there was no patient involvement.